Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was replaced within the initial procedure. Device evaluation: the product was returned to the manufacturing site inside a lens case. The lens was observed under microscope (10x) and is was observed with particles, a detached haptic was observed. The other haptic was observed positioned and distorted. The complaint could not verified due to the limited information reported; however, the lens was observed with one haptic detached and the other distorted. These conditions could be related to the handling process. A product quality deficiency was not identified. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting a za9003 intraocular lens (iol) a capsular tear occurred. The incision was enlarged, and the lens was removed. No additional surgical intervention was reported. There is no indication of patient injury post operatively. No further information was provided.